Manufacturer narrative:
Investigation conclusions: a specific cause for the reported event of infection could not conclusively be determined through this evaluation. The account communicated that the patient suffered from a fungal infection. It was reported that the patient has suffered from recurrent sternal abscess and mssa driveline infection since (B)(6) 2018 (per-2018-0226272; cs-119041). The patient had a driveline incision & drainage (I&d) procedure performed on (B)(6) 2018 (per-2018-0226273; cs-119042). The patient then underwent driveline and sternal/pump pocket I&ds on (B)(6) 2018. The patient then reportedly presented to the emergency department on (B)(6) 2018 with shortness of breath and was admitted. Blood cultures were taken on (B)(6) 2018 and were positive for candida. A pet scan was performed on (B)(6) 2018 due to the suspicion of infection along the aortic limb of the lvad. The patient was treated with antifungal medication and antibiotics. The most recent blood cultures were negative. A transesophageal echocardiogram (tee) did not show any active endocarditis. The patient reportedly underwent a pump exchange on (B)(6) 2018 and remains ongoing on heartmate 3 lvas, serial number (B)(4). Localized, driveline, and pump pocket or pseudo pocket infection are listed in the heartmate 3 IFU as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Care instructions regarding preventing infection are provided in the IFU and the heartmate 3 lvas patient handbook. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient had a fungal infection. On (B)(6) 2018. The patient underwent a sternal and pump pocket incision and drainage (I&d). No additional information was provided.